Event description:
The patient contacted animas on (B)(6) 2013, reporting that last night they had an occlusion alarm. The patient stated that they went to prime and insulin just came pouring out and they have not had one since. The patient reported that they are cycling the cartridges and pretty sure that the cartridge they used was an expired cartridge. The patient stated that they woke up with a blood glucose (bg) of 400-500mg/dl with severe nausea. The patient reported that they did not change the infusion set. The patient self treated with boluses to bring the bg down to 158mg/dl. The patient remains on the pump. This report is being made due to the patient¿s hyperglycemic event that resulted from utilizing an expired cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient utilized an expired cartridge).